Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-02600 - device 4 of 4. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced four infusion set leak event on 25-jun-2024. The infusion set was in use for three days. No further information available.